Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported via medwatch report 0700220000-2023-8011 that the wire pass drill bit broke in half during a surgical procedure, all pieces were accounted for and retrieved, an x-ray was needed at the end of the case. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch report 0700220000-2023-8011 that the wire pass drill bit broke in half during a surgical procedure, all pieces were accounted for and retrieved, an x-ray was needed at the end of the case. The procedure was completed successfully; no adverse consequences or medical intervention were reported.